Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage, on (B)(6) 2017, service found that the pump did not chime when it was powered on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of unit did not chime. The unit was triaged and the reported condition was confirmed. A visual inspection of the printed circuit board assembly was performed and a damaged component was found. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.